Manufacturer narrative:
The ventilator was sent in for bench repair by philips' engineers. The engineer inspected the device. "Proximal pressure line" alarm shows when switched on. There is also a damaged base. Cosmetic parts are needed due to cracking.

Manufacturer narrative:
The customer requested that a philips field bench repair be performed to resolve the issue. The bench technician confirmed the oxygen solenoid valve and the data acquisition (da) printed circuit board assembly (pcba) required replacement. The technician also noted that the base was damaged and cosmetic parts required replacement. The da pcba and solenoid valve were replaced to resolve the issue. The device passed testing and was returned to service. The oxygen valve solenoid assembly and the data acquisition (da) pcba were returned for failure investigation. Visual inspection of both returned parts revealed no evidence of damage or contamination. The oxygen valve solenoid assembly was tested, and no failures were identified. During debugging, the fi technician found u6 (microstructure pressure sensor) pin 1 output at 0 volts, when it should be at 2.0 volts. The u6 was replaced on the da pcba. The defective u6 created the error code 1202.

Manufacturer narrative:
Date of report: 18sep2021. (B)(6).

Event description:
The customer reported the ventilator gave a high priority alarm, and displayed the error saying there was no oxygen even when on room air as soon as you turn on the device. There was no patient involvement.